Event description:
It was reported that during a hemorrhoidectomy procedure, the device was fired, but there was some bleeding on the staple line. Manual stitching was done to complete the case. The procedure was prolonged by 20 minutes. The pt was hospitalized overnight. The pt was discharged the following day with no apparent further adverse effects.

Manufacturer narrative:
D4, h, 6: info anticipated, but unavailable at this time.